Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle 5 of the green cap were bent and unable to deliver medication, however, there was no report of patient impact. The following information was provided by the initial reporter: patients mother contacted us because last week she found that 5 of the green cap nano needles were bent. 1 sample is available. 1st customer response. No adverse affect on the patient because insulin does not come out as the internal needle is bent.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle 5 of the green cap were bent and unable to deliver medication, however, there was no report of patient impact. The following information was provided by the initial reporter: patients mother contacted us because last week she found that 5 of the green cap nano needles were bent. 1 sample is available. 1st customer response no adverse affect on the patient because insulin does not come out as the internal needle is bent.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 05jan2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.